Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a pairing failure between the transmitter and the smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it has 0 voltage. The share log was reviewed and the transmitter passed. The reported allegation was not found with the returned transmitter. The customer complaint of pairing failure was not confirmed. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.